Event description:
Attempts to deploy crossflex stent in circumflex. After inability to deploy, stent was pulled back along with balloon. When balloon device was pulled back out of pt stent was not on balloon. Stent was not located. A 6fr x 3.5 was evaluated following the procedure and no stent was found.